Event description:
The user stated they saw lower calcium results and then random erroneous ast results of zero or a negative number for around eight patient samples in serum separator tubes or transfer tubes. The user could not provide any calcium results, but did provide ast results for three patient samples. All repeat testing was performed on another d module at the site. Ast reagent lot number on the original d module was 61687301 and on the other d module was 61718801. Sample 1 initial result was -2 u/l, repeat result was 11 u/l. Sample 2 initial result was -4 u/l, repeat result was 16 u/l. Sample 3 initial result was -4 u/l, repeat result was 23 u/l. None of the erroneous results were reported. The field service representative found there was debris wrapped around the stirrer paddle causing a mechanical failure. He cleaned the debris from the stirrer mechanism and verified the instrument was operating to specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to FDA.